Event description:
Event description guidant received information that this ventricular lead was repositioned due to dislodgement. As the lead was reconnected to the header of the pacemaker, the setscrew could not be tightened with the hex wrench. The device was then removed and successfully replaced. It was not known what type of wrench was used during the revision procedure.